Manufacturer narrative:
Pr#: (B)(4).

Event description:
It was reported to philips that the heartstart xl+ defibrillator therapy delivery test failed with external paddles during opcheck. There was no pt involvement.